Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. This caused the customer's blood glucose level to rise to 560 mg/dl. The customer went to the emergency room (ER), where they were treated with fluids. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Technical support informed the caller that the pump shutdown occurred due to a low battery and provided information on resetting the pump and battery best practices. The customer acknowledged and understood these instructions and continued to use the pump for insulin therapy.